Manufacturer narrative:
Ni

Manufacturer narrative:
Additional follow-up with the customer confirmed that the scopes reported on the initial medwatch report were not used on any patients and were re-processed. It was also confirmed that there was no human reaction regarding this issue. This is not a reportable event.

Event description:
The customer reported that after processing scopes in their medivator endoscope reprocessor, black discoloration of the basins was noted. After the scopes were hung to dry, the fluid on the scopes was white and later turned to black. It is unknown whether the scopes were reprocessed before being used on patients. The customer was informed that the discoloration may be due to residual bio matter left on the scopes during the pre-cleaning process. The customer will look into the pre-cleaning process. The enzymatic cleaner used to clean the scopes was cleanzyme. Cidex opa solution was used for disinfection. No additional information is available at this time. If additional information becomes available, a supplemental medwatch report will be submitted.